Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was broken and it was not locking in place. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the top outer part of reservoir compartment was peeled off and rubber part was exposed and the reservoir did not stay in place and insulin pump was making funny noise when she was hitting the button. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. No audio/beep anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label, stained end cap sticker and debris under window.